Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that auto capture suspension was seen with an increase in pacing thresholds on the right ventricular and right atrial lead. Accelerated battery depletion was alleged when it comes to this device. The device appeared to be in the beginning stages of a hydrogen issue and generally should be replaced in 28 days. Boston scientific technical services (ts) discussed possibly turning off right ventricular auto capture and monitoring the patient to make sure the hydrogen issue is occurring and the device is malfunctioning. No adverse patient effects were reported.

Event description:
It was reported that auto capture suspension was seen with an increase in pacing thresholds on the right ventricular and right atrial lead. Accelerated battery depletion was alleged when it comes to this device. The device appeared to be in the beginning stages of a hydrogen issue and generally should be replaced in 28 days. Boston scientific technical services (ts) discussed possibly turning off right ventricular auto capture and monitoring the patient to make sure the hydrogen issue is occurring and the device is malfunctioning. No adverse patient effects were reported. Additional information noted that an x-ray was performed and showed no lead or connection issues. The patient also attended a device check, maneuvers and device manipulation. No impedance changes, no issues with sensing or loss of capture was noted as a result of manipulation and maneuvers. The patient will continue to be monitored via remote monitoring.

Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that auto capture suspension was seen with an increase in pacing thresholds on the right ventricular and right atrial lead. Accelerated battery depletion was alleged when it comes to this device. The device appeared to be in the beginning stages of a hydrogen issue and generally should be replaced in 28 days. Boston scientific technical services (ts) discussed possibly turning off right ventricular auto capture and monitoring the patient to make sure the hydrogen issue is occurring and the device is malfunctioning. No adverse patient effects were reported. Additional information noted that an x-ray was performed and showed no lead or connection issues. The patient also attended a device check, maneuvers and device manipulation. No impedance changes, no issues with sensing or loss of capture was noted as a result of manipulation and maneuvers. The patient will continue to be monitored via remote monitoring. The device was subsequently explanted and returned for analysis.

Manufacturer narrative:
This device was returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that auto capture suspension was seen with an increase in pacing thresholds on the right ventricular and right atrial lead. Accelerated battery depletion was alleged when it comes to this device. The device appeared to be in the beginning stages of a hydrogen issue and generally should be replaced in 28 days. Boston scientific technical services (ts) discussed possibly turning off right ventricular auto capture and monitoring the patient to make sure the hydrogen issue is occurring and the device is malfunctioning. No adverse patient effects were reported. Additional information noted that an x-ray was performed and showed no lead or connection issues. The patient also attended a device check, maneuvers and device manipulation. No impedance changes, no issues with sensing or loss of capture was noted as a result of manipulation and maneuvers. The patient will continue to be monitored via remote monitoring. The device was subsequently explanted and returned for analysis.